Event description:
It was reported that a patient underwent a hip revision approximately two years post implantation due to ongoing pain. The surgeon suspects a cup that was found to be oversized and malpositioned. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 00875707002 / 70mm o.d. Size rr porous uncemented with multi-holes shell use with rr liners / lot #: 62590874. Cat #: 00625006520 / bone screw self-tapping 6.5 mm dia. 20 mm length / lot #: j7154499. Cat #: 00625006520 / bone screw self-tapping 6.5 mm dia. 20 mm length / lot #: j7229235. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and review of the available records identified the following: there is a left hip arthroplasty with anatomic alignment. The acetabular cup appears oversized with lateral cup extension beyond the bony acetabulum. There is no fracture or dislocation. A metallic object overlies the proximal femur. It was determined the shell is oversized. As per IFU, it states under precaution; "appropriate placement of the components helps to avoid unintended loading of the components and may improve service life of the implants"..."larger sized shells should only be used in patients that have an adequate sized acetabulum. Where there is loss of, or insufficient, acetabular bone stock, other adjunctive reinforcement procedures to provide socket support and cup containment are recommended." Based on the x-ray review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.